Event description:
It has been reported to philips that the wireless footswitch was not functional and had a red led. The system was not in clinical use when the issue was identified. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wi-fi indicator was flashing red. When the wi-fi indictor is flashing red, there is an error in the wireless connection. There are two generations of wireless footswitch. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. The customer is advised to use the wired footswitch.